Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment could not be done as lack of the logfile. A review of treatment report shows a thinner intended flap of 95m . It is thinner than the recommend flap setting (120m). The combination of thin flap and water/ lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and cone and remain as a visible bubble. This area of so called vertical gas breakthrough (vgb) will leave non liftable tissue bridges. A small vgb and uncut area could be seen in treatment report. The treatment report shows the suction time was longer (107 sec.) Than usual (45 sec.). The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported during flap creation there was an uncut area observed in the inferior side flap. It looked like there was a small vertical gas breakthrough and the flap was thin in that region. The physician was able to lift the flap with a lot of difficulty and completed the procedure. Additional information has been requested.